Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 50 mg/dl. Customer treated their low blood glucose levels via food. Customer's blood glucose level was 74 mg/dl at the time of call. Customer advised the auto mode feature was on and automatically delivering insulin during the low blood glucose event. Troubleshooting for low blood glucose was performed. Customer advised they performed more bolus deliveries than usual which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.